Manufacturer narrative:
The reported issue that a volume discrepancy had occurred, where 2 ml had been dispensed from a 5 ml syringe, however the pump read 1.4 ml, could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. It was recorded in the file that the customer reportedly had no re-occurrences after having received tip sheets and education regarding proper syringe medication infusions. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in (B)(4) cannot be conducted. The file may be closed based on the above facts.

Event description:
The customer reported that they have recently had a 2 ml volume dispensed in a 5 ml syringe and the pump read the volume as 1.4 ml thereby creating a volume discrepancy when using the alaris syringe module. The customer further states that the syringes in use are compatible with the alaris pump. There was no patient harm.